Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files confirmed that malfunctioning flexvision was causing the issue. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the fuse was blown in the m-cabinet. Fuse was replaced and system was rebooted. After replacing the fuse, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not turn on anymore. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.